Event description:
It was reported, that the device delivered inappropriate anti-tachycardia pacing therapy. For a supraventricular tachycardia, that had been diagnosed as ventricular fibrillation (vf), due to rate falling in the programmed vf zone. No additional information was provided. No patient symptoms were reported.